Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that the down arrow button had stopped working, stated it began sticking about two days ago, and that up arrow button had also begun sticking but still worked . The pump is worn in a pocket and is not cleaned. The patient was using the pump and bolusing with the meter. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and the down arrow required multiple hard presses to elicit a response. Evaluation revealed that there was contamination under the keypad contacts and the down arrow was found to be misaligned. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. An in-house leak test was performed and a case seal leak was found. The pump was opened to check for internal moisture. No evidence of internal moisture visible.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.